Manufacturer narrative:
The product has been received and is currently being analyzed. During initial analysis the device was reported to be in safety mode. When testing is complete this report will be updated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets due to lead leakage in session faults which are known to cause the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to system resets from lead leakage.

Event description:
Boston scientific received information that during implant testing at a device upgrade procedure from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) a right ventricular (rv) lead short circuit was identified. A shock on t-wave induced ventricular fibrillation and during the rescue attempt, the device made a popping sound. The patient was successfully externally defibrillated. An out of range shock impedance measurement was noted when checking the lead through the device. To confirm this was a lead issue, a conversion of ventricular fibrillation was attempted with the previous tachy device with the same results. The rv lead was then explanted and a new rv lead and crt-d were successfully implanted. No adverse patient effects were reported.

Event description:
--